Manufacturer narrative:
Update - (B)(4) 2012 patient fact sheet form was received which identified lot information. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The report states: patient was revised to address acetabular loosening. Doi: unk - dor: (B)(6) 2010. Update: (B)(4) 2011 - litigation papers allege on or about (B)(6) 2008-present, patient suffered the following personal and economic injur(ies) as a result of the implantation with the asr hip implant: constant pain, inability to lead a normal life, possible nickel and cobalt poisoning, revision surgeries, numerous doctor visits and future hip problems. Femoral head added to the complaint. Doi identified in litigation papers - (B)(6) 2008. Patients dob identified in litigation papers. Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address acetabular loosening. Update: (B)(6) 2011- litigation papers allege on or about (B)(6) 2008, patient suffered the following personal and economic injury(ies) as a result of the implantation with the asr hip implant. Constant pain, inability to lead a normal life, possible nickel and cobalt poisoning, revision surgeries, numerous doctor visits and future hip problems. Femoral head added to the complaint.